Manufacturer narrative:
Device not returned.

Event description:
Complaint received that alleges "after wearing it for 6 days. Patient's mom states that the rubber sole of the boot unglued and pt. Tripped on it and fell hitting her head this morning. Clinic states patient did not experience pain or injury when fall occurred". Questionnaire not received from clinician and/or patient. Device not returned to manufacturer for evaluation. No indication event caused or contributed to permanent impairment or death.